Event description:
Related manufacturer reference number: 2017865-2021-38222. Related manufacturer reference number: 2017865-2021-38223. It was reported that the patient presented for a follow-up in clinic. Upon review of the transmission, it was observed that over sensing of lead noise was noted on both right atrial and right ventricular channels of the pacemaker resulting in inhibition of pacing, inappropriate automatic mode-switch and high ventricular rate episodes. No resolution was taken. There were no patient consequences, and the patient will continue to be monitored.